Manufacturer narrative:
Manufacturer¿s investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported patient outcome could not be conclusively established through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the instructions for use (IFU) can be found on the electronic IFU page of the abbott website. The heartmate 3 lvas IFU rev. D, is currently available. Section 1 of the IFU, ¿introduction¿, lists adverse events, including death, that may be associated with the use of the heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was later reported that the outcome was not considered device or therapy related. The device was also said to have operated as expected.

Event description:
It was reported that the patient passed away due to pulmonary disease. Whether the outcome was device or therapy related was not provided by the customer. No autopsy was performed. The device was not explanted. The device will not be returned for evaluation.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.